Manufacturer narrative:
Tandem technical support followed up on 6/21/2016.

Manufacturer narrative:
Tandem technical support followed up on (B)(6) 2016, the customer reported no longer having any issues. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent, multiple altitude alarms. The customer's blood glucose level was not impacted. The customer was able to clear the alarms and resume insulin delivery.